Event description:
It was reported that the pt felt a bump where the lead was implanted. The pt experienced a burning sensation at the bump when it was pressed. The pt expressed that the burning sensation was worse when stimulation was on so stimulation was turned off. Additional info has been requested, but was not available as of the date of this report.